Event description:
It was reported that the sys 9800's monitors displayed no images. Both monitors were blank. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an eval over the telephone. The malfunction was verified. The rep instructed the operator on reseating the display adapter circuit board. The sys was tested and found to be working as intended and placed back into service.